Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. There was liquid in the bottom of the housing and some droplets as well. The process was not specified. The device contained 3900mg fluorouracil in 0.9% sodium chloride having a total volume of 115ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, h4, h6, h11. B5: additionally, the device had been used in the shower hanging up in a mesh bag. H4: the lot was manufactured between february 21-23, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection showed fluid inside the device's bottle which suggested a leak. The reported condition was verified. The cause of the condition could not be determined; however, the cause may likely be use-related. The upper area of the device is not designed to be sealed; therefore, taking a shower with the device in a mesh bag can potentially allow water from the shower to enter inside the device's bottle via the upper area of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.